Manufacturer narrative:
After the first result was obtained (<0.4mg/l), the customer unloaded the sample and noticed a bubble. The bubble was removed and the sample was re-assayed (repeat result 3.3mg/l). No other errors or flags observed. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
A discordant, falsely low gentamicin_2 result was obtained on the advia 2400 instrument. The laboratory repeated the testing on the same patient sample and obtained a higher gentamicin_2 result. Both results were reported. There are no known reports of adverse health consequences or patient intervention due to the discordant, falsely low gentamicin_2 result.